Manufacturer narrative:
On (B)(6) 2015, a medtronic representative went to the site to test the equipment. The motion solid state relay/varistor was replaced. System motion function was restored. The imaging system then passed the system checkout and was found to be fully functional. The varistor (mtl oxid 20mm 200vdc) was returned to the manufacturer for analysis and an electrical failure mode was found. The varistor measured open. The relay (12amps dc ctrl 0-200vdc) was returned to the manufacturer for analysis and an electrical failure mode was found. The relay failed bench testing across output pins 1 & 2. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the buttons on the pendant did not induce motion in the imaging system. No patient was present when this event occurred, so no patient demographics are applicable.